Event description:
The user stated he had four plasma samples for free t4 that resulted greater than 7.77 ng per ml and when repeated were normal. The user provided specific data for one sample tested on (B) (6) 2009. The initial result was greater than 7.7 ng per ml and the result when manually repeated was 1.49 ng per ml. The erroneous results were not reported. The user stated he found two tips in the reagent bottle and thinks this is the cause of the issue. He stated they had a previous issue of the sr probe dropping tips which was resolved by replacing the tips with others they had onsite. The field service representative confirmed the cause to be the tips in the reagent and removed them. He verified the analyzer operation by running performance tests.